Event description:
A distributor of infutronix received a complaint from a healthcare professional (hcp) reporting "the admin set tubing fell apart". Tubing disconnected from the cassette at the proximal end, and leaked. Patient returned to the facility to get further attention and to return the defective tubing. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: a visual inspection was performed on the hs-001 (lot unknown) administration set, and it was observed that the tubing was separated from the proximal end of the cassette. The report complaint of "admin set tubing fell apart" has been confirmed. The possible cause of the leaking may be a bonding issue on the proximal end of the cassette. CAPA initiated: it2021-17.